Event description:
Tthe surgeon did not fire the device when the cartridge fell out. He opened a new device and completed the firing with the 2nd device.

Manufacturer narrative:
(B)(4). The analysis results found that the atw35 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded on the device without any difficulties and did not fell out during functional testing. Event could not be confirmed as no cartridge was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic partial left nephrectomy procedure, on the first firing, when the device was removed from the package, it was noticed that the reload was sitting loosely in the jaw. The surgeon used the device any way, but was not confident with it. There was no adverse consequence to the patient.